Event description:
During an unknown procedure, the staples were not correctly formed in the tissue when the device was fired. Another device was used to complete the procedure. There was no pt consequence.